Event description:
During angioplasty, a balloon dilatation catheter was advanced into the distal abdominal aorta. A single dilatation was performed at 8 atmospheres, at which point the balloon ruptured. It was removed and pt complained of back discomfort. Found to have free flow of blood. The distal abdominal aorta ruptured with free flow of blood into retroperitoneal space. Balloon was immediately removed. Unclear as to whether or not the incident with the balloon was directly related to the rupturing of the aorta.